Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to subsidence of the tibial component. During revision the knee was noted to have hyperplastic synovial tissue.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Manufacturer narrative:
Visual inspection of the received tibial component identified scratches on the tibial plate and on the component backside. Dimensions of the returned component were conforming to print specifications where measured. Review of the device history records of the tibial component identified no deviations or anomalies. Compatibility review of components implanted together identified no issues. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation suggests that the revision surgery may be related to the issues for which zimmer implemented a corrective action in april 2010. A field action was conducted on april 19, 2010 in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate and confirming the correct technique for cementing the nexgen mis tibial component was followed. The date that this device was implanted is unknown; however, x-rays received confirm that the tibial component was implanted without a drop down stem. It appears that this issue is related to a previously addressed labeling/instruction issue.